Event description:
It was reported to medtronic minimed that the customer experienced a pump error 25. This alarm is generated when a power system error (backup battery fails) is detected and this error does not prevent the pump from running. No further details were provided. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting could not be performed. No harm requiring medical intervention was reported. A product return for mmt-1712kl was requested and the customer response was the pump will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due a pump error 38 occurring during testing on (B)(6) 2024 06:41:20.000. The pump passed the active current test, sleep current test and self test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25 found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, force sensor and motor home switch. Unable to do the motor test to due moisture damage on the flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay and label damage (serial number label fading and peeling; end cap address label fading and peeling). Pump error 25 was not confirmed. Pump error 38 was confirmed during testing and due to moisture damage on the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.